Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery and the basal rate programming is not working. Customer also indicated that the drive support cap is loose. Troubleshooting was done for motor error and it appears that the customer was able to resolve the motor error but the basal rate programming is still incorrect. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.